Event description:
Medtronic received a report that the concerto coil did not detach. The patient was being treated for a gi bleed and heparinized saline was used.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-81805), 203cm ruler (m-83360), ID (instant detacher) (model: ID-1 lot: 9443624) ¿ as found condition: the concerto coil was returned for analysis within a shipping box, within primary and secondary plastic bio-pouch, within an opened concerto outer carton (223343398), and within an opened concerto inner pouch (223343398). ¿ visual inspection/damage location details: no bends or kinks were found with the pusher. The pusher actuator interface (ai) and hypotube break indicator (hbi) were found intact. This indicates that no detachment attempts were made with the concerto coil. The release wire coin was found still against the lumen stop, the shield coil was found intact, and the implant coil was still attached to the pusher. The implant coil was found stretched on its proximal end. ¿ testing/analysis: an in-house instant detacher was then used for detachment attempt with the returned concerto coil. The implant coil was detached with no issues. ¿ conclusion: based on the customer report and device analysis, the customer¿s "non-detachment" report was confirmed. However, no defect was found with the returned concerto coil that would have contributed to the event. The instant detacher used in the event was not returned. Therefore, any contribution of the instant detacher towards the non-detachment could not be assessed. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.